Event description:
It was reported that the unspecified bd¿ infusion set tubing disconnected during use. The following information was provided by the initial reporter: "we had an event on our pediatric unit where the primary infusion tubing was found disconnected/broken while in use."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set tubing disconnected during use. The following information was provided by the initial reporter: "we had an event on our pediatric unit where the primary infusion tubing was found disconnected/broken while in use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-04. Possible lot numbers for catalog # 2426-0007, d4: catalog # 2426-0007, d4: medical device lot #: 21089271, d4: medical device expiration date: 2024-08-27, h4: device manufacture date: 2021-08-31. D4: medical device lot #: 21099011, d4: medical device expiration date: 2024-09-06, h4: device manufacture date: 2021-09-08. D4: medical device lot #: 21099012, d4: medical device expiration date: 2024-09-06, h4: device manufacture date: 2021-09-09. H6: investigation summary: the customer reported the tubing was disconnected and returned one used sample. The sample was broke at the outlet of the back check valve, the tubing was fractured off. The root cause for the fracture is unknown. Based upon the components and lengths of their location along the tubing, the set is material #2426-0007. Further investigation using the smart site ids confirmed the material # and found potential lot #s. The customer did not report material or lot. Smart site ID found potential lot numbers and confirmed the material. A device history record review for model 2426-0007 lot number 21089271 was performed. The search showed (B)(4). There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 21099011 was performed. The search showed (B)(4). There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 21099012 was performed. The search showed (B)(4). There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.